Event description:
Revision surgery - due to instability the patient's shoulder dislocated. A previous injury that occured during rehab after the primary case has caused an inherent disability in the joint. Which has lead to it being loose, this was not due to a product failure.

Manufacturer narrative:
The reason for this revision surgery was due to instability and looseness. The length of in vivo service was 2.5 month. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 109 prior complaints reported against this part number; summary of investigations: 18 for stability, 39 for dislocations, 14 for infections, 12 for trauma and others not associated with product issues. This is the first complaint against this lot number. The complaint states a previous injury during patient rehab after the primary case has caused inherent disability of the joint which has lead to it being loose. The surgeon reported no issues associated with the product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.